Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged visit to emergency room for high bgs found on (B)(6) 2022. Also, on (B)(4) , svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2022, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged ems dispatched and was hospitalized for low bgs found on (B)(6) 2021, on (B)(4) , svn#: (B)(4) - customer returned pump for an alleged high bgs and time/clock anomaly found on (B)(6) 2021 and on (B)(4) , svn#: (B)(4) - customer returned pump for an alleged blank display found on (B)(6) 2020. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2020 15:51:00.000 (B)(6) 2020 15:51:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2020 03:12:00.000 (B)(6) 2020 03:22:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2020 03:43:00.000 (B)(6) 2020 03:43:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2020 05:22:24.000 power data available per the power management tool/detail trace file is on (B)(6) 2022, there was no record for the event date (B)(6) 2020. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked reservoir tube lip, a scratched case, a serial number label fading and a broken belt clip rails. Blank display was not confirmed. Time/clock anomaly was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high and low bgs. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer visited emergency room on (B)(6) 2022. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The blood glucose level was 459 mg/dl. The customer treated high blood glucose with manual injection and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The insulin pump will be returned for analysis.